Event description:
A hospital in (B)(6) has reported that the opt316 optiflow junior interface keeps disconnecting during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior interface was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned opt316 was visually inspected and a pull test was performed on the swivel clip. Results: visual inspection revealed no damage to the complaint interface. The pull test identified the swivel clip to be within specification for this product. A lot check revealed no other complaints of this nature for lot number 120404. Conclusion: no fault was found with the returned opt316 optiflow junior interface. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides revolutionary step between low-flow oxygen therapy and CPAP. Existing nasal cannula suitable for high flow therapies are comparatively rigid and difficult to apply. They can also be difficult to intentionally disconnect from the heated tube within the confines of an incubator in situations where the connection had been previously over tightened. This is due to the existing taper connection previously used. The easy-click swivel connection between the optiflow junior cannula and the breathing circuit is designed to disconnect under a more consistent disconnection force, independently of the previous connection force. This allows the caregiver to disconnect more easily in delicate situations with premature babies. The cannula is also designed to disconnect under an excessive load to prevent these forces from being transferred to the patient. Our user instructions that accompany the product state the following: "under excessive load, the cannula may disconnect to prevent forces from being transferred to the patient. Ensure that all connections are secure during use." "Patient monitoring is recommended."

Event description:
A hospital in (B)(6) has reported that the opt316 optiflow junior interface keeps disconnecting during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.